Manufacturer narrative:
H6: the previously applied fdc d16 is no longer applied. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that, the device is functioning properly with the updated software.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the two channel parotid case, system kept saying check electrodes during the case and when the nurse did the electrode check, all check marks were present. It consistently would appear then disappear and come back. Surgeon continued procedure but believes a facial nerve injury happened and the nim system did not alert. The surgeon was expecting more response from the nim vital as the surgery approached the facial nerve. Stimulus probe was used during the case. The procedure was completed with backup product. The patient was alive with injury.